Event description:
The customer reported that the device had (1.34) power mcu cpld memory error during testing.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.